Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: during investigation, a review of the pump black box showed pump reboots had occurred. The pump was powered on and had intermittent power. A visual inspection of the pump revealed cracks in the battery compartment and the threads were observed to be stripped. The battery cap threads were also damaged. During testing, the pump was exercised for 24 hours and no reboots, loss of power or call service alarms occurred. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. Unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.